Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse hypodermic needle with protection device 21g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: when you put the bd eclipse g21 needles on the syringes, liquid leaks out.

Event description:
It was reported while using bd eclipse hypodermic needle with protection device 21g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: when you put the bd eclipse g21 needles on the syringes, liquid leaks out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-feb-2023. H6: investigation summary a device history record review was completed for provided material number 305895 and lot number 2202015. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) unopened shelf carton of eclipse needles was returned for evaluation by our quality engineer team. Twenty (20) needle samples from the shelf carton were randomly selected for a thorough examination. The needles were assembled with a bd discardit 2ml syringe and no signs of defective hub connection or leakage were detected. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for the reported incident. The smartslip technology has been introduced to help ensure a secure connection is made with luer slip syringes. The clip acts as an indicator that a suitable force has been applied to engage the needle hub. At this time, further action has not been determined necessary.